Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, there was a technical finding of connector burnt. The device was scrapped.